Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), identified as error 42. There was no reported adverse impact to the customer's blood glucose level. Customer support assisted the caller by providing complete pump reset information and guided them through the reset process. After successfully resetting the pump, the cgm error was resolved, and the caller was able to start their sensor session without further issues.